Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter displayed an ¿error 5¿ message during testing. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged error message began to appear 1 month prior to contacting lfs. The patient informed the csr that she manages her diabetes with a combination of oral medication (2 pills of glimepiride 4 mg every morning before breakfast; 2 pills of metformin morning and evening). The patient denied making any changes to her usual diabetes management regimen due to the alleged error message appearing. The patient reported that on (B)(6) 2019 at around 1:00 ¿ 2:00 pm, she developed symptoms of ¿cloudy sight, having hard time to see then suddenly passed out.¿ in response to the symptoms, the patient reported attending the emergency room where she was treated with oral medication for diabetes (glimepiride; dose unspecified). In addition, the patient was advised to drink water and to visit her doctor in 2 weeks for follow-up. The patient denied that her blood glucose was measured on any other device. At the time of troubleshooting, the csa noted the subject meter was not being used for the first time. The csa walked the patient through a retest however the alleged issue remained unresolved. Troubleshooting determined the error to be a meter issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.